Manufacturer narrative:
No product will be returned per customer. The customer complaint of bulge in the silicone segment was confirmed per picture received by the customer. It was observed per picture received by the customer that the silicone segment tubing had a ballooned bulge near the lower fitment. The root cause for this event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge a the silicone segment after flushing with ns when the patient returned from surgery. There is no report of patient harm.

Event description:
The customer reported a bulge in the pump segment near the lower fitment occurred after flushing the set with ns when the patient returned from surgery.